Event description:
Implanted saline 225 cc textured siltex breast implants after nursing babies to restore breast volume and began series of health concerns that were never addressed or pointed towards implants. Have suffered 15 years of interstitial cystitis, chronic uti's, extreme hair loss, heart palpating, shortness of breath, light sensitivity, arm weakness form armpit to elbows in both arms, dry eye, lyme co bacteria's-babesia, barillia, coxsackie, mycoplasma in bloodwork, chronic sore throats and bronchitis. Not until (B)(6) of 2018 was I pointed to a private facebook page called - (B)(6) by (B)(6), - (worldwide membership as of today in the (B)(6) range) and immediately began reading and researching similar illness of other women in same situation as mine. I found a dedicated micro-surgeon in (B)(6), dr. (B)(6), who explained them on (B)(6) 2018 . Since surgery no shortness of breath, can actually now take deep breaths, have not had one bladder of cystitis symptom. That was most incredible change and I can actually drink a glass of wine without bladder burning. It's amazing at how the surgery transformed my symptoms.